Manufacturer narrative:
(B)(4). Results: myocardial infarction. Unknown cause of event. Anatomy related: cardiac issues. Conclusion: unknown cause of event. Myocardial infarction. Anatomy related: cardiac issues.

Event description:
A talent stent graft system was implanted for the endovascular treatment of a 6.1 cm in diameter saccular abdominal aortic aneurysm. Proximal aorta was 33 mm in diameter and 22 mm in length. Distal aorta was 40 mm in diameter. Right and left iliac arteries were 14-7.5 mm in diameter. The right and left femoral arteries were 7.5 mm in diameter. The access vessels had no calcification and the aortic neck had mural thrombus. The aorta has moderate tortuosity. It was reported that the patient had a myocardial infarction three days post implantation of the stent graft system. The investigator indicated this event was not device or procedure related. The patient was treated with medication. The patient will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.